Manufacturer narrative:
Based upon the clinical assessment, the reported event has been confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: the near 90° posterior angulation, along with the moderate-severe calcification of the iliac arteries. Patient factors that might have contributed to this event included the use of antiplatelet therapy.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2015 with a bifurcated, suprarenal and an infrarenal aortic extension. Upon follow up, CT scan revealed an endoleak type ia. The physician elected to repair the leak by coiling and covering the hypogastric right iliac with a limb. No patient injury reported.